Event description:
It was reported by a report from boston scientific that stated, boston scientific crm received information that an unidentified pt experienced a coronary sinus dissection that was suspected to be due to or influenced by the deployment of a balloon catheter. The bs field representative reported the physician suspected that a latency between operation of the catheter valve and the balloon inflating contributed to the dissection. It was reported that the pt was fine and did not experience any adverse effects.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.